Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter-defibrillator. Intervention discussed but not made as of yet. There were no patient consequences.